Event description:
Physician reportedly was beginning a cystoscopy when he noticed he had no visualization. Upon withdrawing the scope, internal components fell into the physician's hands. Pieces were also retrieved from the bladder. X-rays were taken to ensure that the bladder was clear of all foreign objects.